Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the catheter the physician inserted the  the valve tool into the catheter and tried to flush with normal saline. The physician noted that it took a lot of force to flush the catheter as if there was something obstructing the flow of saline through it.  The physician then tried to insert a guide wire through the valve tool into the catheter and the  guide wire would not pass through the catheter at all.  The catheter was not used and another catheter was used and worked fine.  There was no patient involvement.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the delivery catheter was returned without the dilator and valve tool. There were no anomalies found with the septum of the delivery catheter. A test dilator was able to be fully inserted into the delivery catheter without restriction. A test valve tool was inserted in the delivery catheter was able to be flushed without restriction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.